Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) two days ago and the motor stall and recovery were both logged on that day accordingly. The rep stated yesterday he was called in to silence her pump alarm and he did. The rep stated logs reflected a silence active alarm but today the pump continued to critically alarm and tube set message was being displayed. The rep also silenced this active alarm and confirmed via logs. The rep was wondering why pump was persistently alarm when no new motor stall showed up. Technical services could not verify why but stated this was not expected. Technical services told the rep to wait with the patient another 10min to confirm the pump was no longer critically alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient and a health care provider (hcp) via a manufacturer representative (rep) indicated that the initial reporter was the patient. The cause of the pump continuing to alarm with a tube set message was not determined. The pump stopped alarming at this time and the issue was resolved.